Event description:
One reported false positive result for sars for one patient. The customer communicated the result was not confirmed by molecular (pcr testing). The customer also communicated four additional events which are captured in separate reports.

Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: cannot duplicate with retains. Source: phone.